Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001825034-2018-06479; 0001825034-2018-06491; 0001825034-2018-06500. Medical products vanguard cr ilok fem-rt 60, item# 183004, lot# unknown; vngd cr tib brg 14x63/67, item# 183424, lot# unknown; biomet cc I-beam tray 67mm, item# 141222, lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent an initial right total knee arthroplasty and subsequently the patient was noted to have overnight hospital stay due to weakened dorsi flexors and plantar flexors. No additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.